Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The correct date of awareness for this event is january 30, 2025. The MDR was submitted within a 30-day window. The complaint of a defective stylet is inconclusive due to the state of the returned sample. Two photographs and one video of a groshong nxt were returned for evaluation. An initial visual observation of the photographs and video showed the distal end of the stylet ended approximately 2 centimeters before the distal end of the catheter. The valve of the groshong could not be clearly observed in the returned photographs. No damage to the device could be discerned from the returned photographs or video. The groshong drawing document states that the stylet must be within 0 and 1.7 cm from the proximal end of the valve. The valve must measure between 5.72mm and 6.99 mm. Without having the physical device, the exact measurements of the catheter and stylet are unknown. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer there was problems with advancing the catheter where the customer stated the PICC 4fr is smaller than it used to be. The stylet was removed, and the catheter was trimmed from the proximal end to help reach the tip of the catheter. There was no patient injury.